Event description:
Reporter alleged obtaining a result of 63 mg/dl on compact plus system 1 compared back to back with a result of 176 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
Baxter (B)(4) received notification from a renal nurse regarding the peritonitis diagnosed in the renal patient. The nurse refused to provide any further information.

Manufacturer narrative:
(B)(4). The root cause could not be determined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.